Event description:
It was reported that the patient presented with loss of capture and syncope, due to a dislodged lead. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.